Manufacturer narrative:
The returned device was evaluated. The device turned on using the customer battery but did not pass functional testing due to loose cabling of the flex instrument cable. The flex instrument cable was plugged in and the device was evaluated again and was able to obtain readings and alarm alert conditions were functioning. The battery was charged for 24 hours and the device remained on battery power for approximately 7 hours and provided a low battery alarm prior to shut down. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device is having issues staying on. When powered up and in use, the device will shut down. Unable to hold a charge. No consequences or impact to patient were reported.